Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that it was unknown if the cause of the por was due to the rechargeable stimulator's battery draining/low battery. The rep stated they had no idea as to what most likely caused/contributed to the por. The rep stated no steps had been taken to resolve the issue as the patient was sick last week and couldn't meet with them. The issue had not been resolved, and the rep would try to meet with the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the patient was experiencing charging issues. The patient encountered a power on reset (por) message, and it was unknown if the issue was due to a low battery. To troubleshoot, the patient reported they connected using the communicator over the phone but this happened every time they tried to connect to their battery. The cause was not known. The patient also reported a return of baseline symptoms--urinary incontinence. The issue was ongoing.